Event description:
It was reported that oversensing occurred due to noise on the right atrial lead. The patient will continue to be monitored.

Manufacturer narrative:
Correction: b5, h6.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of noise were noted on the atrial lead. Technical support was contacted and suggested noise was due to electromagnetic interference. No intervention has been performed at this time. The patient was stable.